Event description:
Information received from the customer that the unit's audible alarm was not sounding to specification. The unit was reportedly in patient use, however, there was no reported patient harm. A repair evaluation was performed and the complaint was duplicated. The alarm component was replaced to correct the problem.